Event description:
It was reported that the programmer displayed an error message on the screen during a clinic. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up ok with no errors, however an error was found in the error log. It was also noted that the system fan was noisy.